Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the patient was in critical condition with low pulse oxygen and poor oxygenation and was given a tracheotomy tube and ventilator-assisted breathing treatment. Midazolam was given to sedate the patient, and a tracheotomy tube was placed. The placement process went smoothly, but the airbag leaked when air was injected, so the tracheotomy tube was replaced. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.